Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited intermittent loss of capture during an av node ablation procedure. Upon further testing, the lead exhibited high capture threshold while the patient is standing up. The lead was capped and replaced on (B)(6) 2017. The patient experienced dizziness prior to the procedure and was stable post procedure.